Event description:
It was reported that a patient underwent an orchiectomy on an unknown date and suture was used. The patient experienced infection and abscess at the site which required hospitalization. The patient also required an incision and drainage of the abscess. The site was cultured and positive for mrsa.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.